Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the insulin gauge displayed an inaccurate fill estimate. Although requested, the customer declined troubleshooting. The customer¿s blood glucose level was approximately 150 mg/dl.